Event description:
When contacted for follow up information, the manufacturer's representative reported that they never heard anything about the ins getting hot issue. It was noted that the patient never said a word about the issue at the last visit and that the doctor did not order any testing. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer¿s representative reported that the area over the implantable neurostimulator (ins) felt ¿hot like an iron¿. This occurred when the therapy had been on. When the patient turned the therapy off the sensation goes away. It was unsure of the ¿hot¿ sensation was felt in the pocket or was hot to the touch on the skin. It was noted that there was nothing abnormal about the implant of the device. Impedance were a ¿little higher¿ but were not out of range. Follow up information received on april 22, 2016 reported that the representative saw the patient at their one week post-op wound check. The patient stated that the warm sensation started the day after implant and that they would occasionally turn the device off to prevent the how/warm sensation. The physician wondered if it was nerve pain in or near the pocket. It was noted that the patient was seen on (B)(6) 2016 by their physician and the representative for programming. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.